Manufacturer narrative:
The astral device was returned to resmed for an investigation. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device did not deliver the set volume during volume controlled ventilation mode. It was reported the patient had complained that they were not getting enough air or no air at all from the device and the patient was subsequently manually ventilated. The device was replaced twice, however, the issue occurred with all three devices. The hospital could not reproduce the reported complaint in a simulation with test lung. There was no serious injury reported as a result of this incident.